Event description:
While exiting the guide catheter the tip of the choice pt sheered off and separated from the main body of the wire. Tip remained in the left main and was eventually retrieved with a snare.